Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin is squirting out during the manual prime process. Customer stated that the insulin continued to drip after the motor stops during the manual prime process. Customer's blood glucose was 223 mg/dl. Customer stated that he was unable to exit the preparing to prime loop. Customer stated that they are stuck in the rewind complete/bolus delivery loop. Customer stated that the pump has not been dropped or bumped. Customer was not able to complete troubleshooting as the call was disconnected.